Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter will not secure to the device. The device was being used during surgery. There was no pt or user injury or medical intervention. There was no additional info provided.